Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via radial artery. The 80% stenosed, eccentric, de novo, 2.5x25mm target lesion was located in the mildly tortuous and non-calcified left anterior descending artery. A 12mm x 2.5mm quantum maverick balloon catheter was advanced to predilate the lesion. Upon inflating the balloon at an unspecified number of inflation, the balloon ruptured at 18 atmospheres. The balloon was retrieved intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Returned product consisted of a quantum maverick balloon catheter with no original packaging or other devices. There was contrast in the inflation lumen. The balloon was tightly folded. The distal tip was damaged. There were multiple hypotube kinks. The hypotube was separated 88cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Functional testing was performed by connecting a new tuohy, stopcock, and inflation device (filled with water) to the distal fractured end of the catheter. The device was inflated to the rated burst pressure for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. After the device maintained rbp, the device was deflated by applying negative pressure with the inflation device. The device deflated in 2 seconds. There was no evidence that the separation was attributable to any product quality deficiencies. The most probable root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via radial artery. The 80% stenosed, eccentric, de novo, 2.5x25mm target lesion was located in the mildly tortuous and non-calcified left anterior descending artery. A 12mm x 2.5mm quantum¿ maverick¿ balloon catheter was advanced to predilate the lesion. Upon inflating the balloon at an unspecified number of inflation, the balloon ruptured at 18 atmospheres. The balloon was retrieved intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.